Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was twisted, and the sheath was kinked and detached. Microscope inspection also revealed that the imaging core had wound up and the drive shaft was broken.

Event description:
Reportable based on device analysis completed on 22 oct 2024. It was reported that a catheter issue occurred. The stenosed target lesion was located in the right coronary artery. A non-boston scientific (non-bsc) 3.5 6f guide catheter was placed. And the opticross imaging catheter was advanced over a non-bsc guidewire for intravascular ultrasound (ivus) examination of the lesion. The catheter kinked while advancing into the lesion and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable following the procedure. However, device analysis revealed that the imaging window was twisted, and the sheath was kinked and detached.